Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the contact clarified that the reported event was first identified on (B)(6) 2023 and involved issues related to opening/closing of the instrument grips. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable was noted to be broken on the mega suture cut needle driver instrument. The procedure was completed with no reported injury.